Manufacturer narrative:
Steris has made multiple attempts to facilitate the return of the dual articulating headrest assembly subject of the reported event however, the user facility has not responded. Steris performed in-service training with user facility personnel on the proper use and operation of the 5095 surgical table and dual articulating headrest assembly. No additional issues have been reported.

Event description:
The user facility reported that an employee inadvertently pinched their fingers between the headboard and end rail on their dual articulating headrest assembly when attempting to remove the headrest from the table. The employee's fingers were released, and the employee was sent to the emergency department. The user facility did not disclose if medical treatment was administered. Report of procedure delay.

Manufacturer narrative:
Steris has requested the dual articulating headrest assembly be returned for evaluation. At the time of the reported event, the dual articulating headrest assembly was being utilized with a steris 5095 surgical table. The 5095 surgical table operator manual states, (1) "warning-pinching hazard: pinch points are created during tabletop articulation. Become familiar with all pinch points prior to operating the table. To avoid serious injury, keep limbs, fingers and other body areas clear of all pinch points when positioning the table. When manually positioning table sections, stay clear of potential pinching hazards." Steris has offered in-service training on the proper use and operation of the 5095 surgical table and dual articulating headrest assembly; however, we are awaiting a response. A follow-up report will be submitted when additional information becomes available.